Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown splint part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2023 or regarding the collision map for this case are showing incorrect numbers. Surgeon burred the wrong tooth as a result. No surgical delay in relation to the reported event. The adverse consequences were: the surgeon burred the incorrect tooth as the occlusal interference map described the burring of maxilla tooth number 15 and mandible number 46. We only have 32 teeth; not 46 as noted on the report. Surgery was completed successfully with good outcome. This report is for one (1) unknown splint. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Update 11-august-2023: although distributed by syn, the product is designed, manufactured, and labeled by the manufacturing supplier. The requirement of FDA reporting, complaint investigation, root cause, and corrective action is the responsibility of the designing supplier of this item, per the supplier agreement. The product/information will be transferred to the supplier with the complaint problem statement for investigation. The results of the supplier investigation are to be populated into the depuy synthes customer quality complaint management system. Per the supplier agreement, the supplier is responsible for any corrective actions identified during the complaint investigation process. Complaint interpretation: a case report error: the table on page 18 showed canadian tooth numbers instead of us ones which led to the collision map showing incorrect numbers and the surgeon burred the wrong tooth as a result. For this issue planning and design step will be reviewed. During the investigation planning step was reviewed. It was found the planning was done correctly. However, during the design step review it was found that de had made a mistake in report model predesign (rmpd) step, and this could not anymore be changed since the report had passed ¿approve metal design by surgeon¿ step. And this mistake was also missed by cle during metal design clinical qc step. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the sd900.105, ps splint orthognathic, intermediate. The root cause of the complaint condition can be confirmed due to the design issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # sd900.105 lot # mu22-muk-cem manufacturing site: materialise release to warehouse date:05 jan 2023 no ncr's generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.